Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient has been on therapy for about 72 hours in an arctic sun device. The last 3-4 hours the patient temperature has been erratic and water 40c. They replaced the rectal probe. Explained the temperature in cable should be replaced if the temperature continued to be erratic after replacing the probe. Confirmed the cable comes with the device, but it was a spare part that could be replaced. Explained the correlation between the cable and the pad being warm. The temperature reading was faulty, reading a low patient temperature. The pads are warm to bring up the low patient temperature. Nurse states all their devices are in use. Suggested checking with the biomed, other floors or neighboring hospitals for a replacement cable. Nurse was trying to download the data from device. The night nurse just paused therapy. The option to download this case was greyed out. Nurse went through the steps like was going to start a new therapy and cycled the power. Nurse was able to download the data and would send report to tm. Discussed call from earlier this morning and explained that it presented like the temperature in cable needs to be replaced. Per follow up information received via task on 11nov2025, spoke with charge nurse who confirmed the cable was the issue. A biomed came to the floor and said as soon as touched the cable, the patient's temperature on the monitor jumped all over the place. They replaced the cable and disposed of the original cable. The nurse did not have the case data to provide and denied reviewing it after the biomed was able to confirm the issue was the cable.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a faulty temperature in cable. Tech support explained the temperature in cable should be replaced if the temperature continued to be erratic after replacing the probe. Confirmed the cable comes with the device, but it was a spare part that could be replaced. Explained the correlation between the cable and the pad being warm. The temperature reading was faulty, reading a low patient temperature. The pads are warm to bring up the low patient temperature. Nurse states all their devices are in use. Suggested checking with the biomed, other floors or neighboring hospitals for a replacement cable. Nurse was trying to download the data from device. The night nurse just paused therapy. The option to download this case was greyed out. Nurse went through the steps like was going to start a new therapy and cycled the power. Nurse was able to download the data and would send report to tm. Discussed call from earlier this morning and explained that it presented like the temperature in cable needs to be replaced. Per additional information received, tech support spoke with charge nurse who confirmed the cable was the issue. A biomed came to the floor and said as soon as touched the cable, the patient's temperature on the monitor jumped all over the place. They replaced the cable and disposed of the original cable. The nurse did not have the case data to provide and denied reviewing it after the biomed was able to confirm the issue was the cable. Serial number for the arctic sun device is included for reference purposes only. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR review is not required as the serial number is unknown. No additional actions can be taken at this time. Corrections: f, h. The reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient has been on therapy for about 72 hours in an arctic sun device. The last 3-4 hours the patient temperature has been erratic and water 40c. They replaced the rectal probe. Explained the temperature in cable should be replaced if the temperature continued to be erratic after replacing the probe. Confirmed the cable comes with the device, but it was a spare part that could be replaced. Explained the correlation between the cable and the pad being warm. The temperature reading was faulty, reading a low patient temperature. The pads are warm to bring up the low patient temperature. Nurse states all their devices are in use. Suggested checking with the biomed, other floors or neighboring hospitals for a replacement cable. Nurse was trying to download the data from device. The night nurse just paused therapy. The option to download this case was greyed out. Nurse went through the steps like was going to start a new therapy and cycled the power. Nurse was able to download the data and would send report to tm. Discussed call from earlier this morning and explained that it presented like the temperature in cable needs to be replaced. Per follow up information received via task on 11nov2025, spoke with charge nurse who confirmed the cable was the issue. A biomed came to the floor and said as soon as touched the cable, the patient's temperature on the monitor jumped all over the place. They replaced the cable and disposed of the original cable. The nurse did not have the case data to provide and denied reviewing it after the biomed was able to confirm the issue was the cable.